Manufacturer narrative:
Review of the patient results submitted show hgb and hct were the most significantly different values when comparing results from the first analysis to the repeat analysis. The wbc, rbc, and plt also differed but to varying degrees, which is caused by the cellular elements involved in the clot. Only properly anticoagulated samples can give an accurate result. The clsi standard h20-a2 states that macroscopically visible clots are cause for rejection of the specimen for analysis. Analyzer performed as designed.

Event description:
On (B)(6) 2017, the patient was admitted to the facility with respiratory failure. Sid (B)(6) was analyzed and a low hgb result of 6.9 g/dl (normal range: 13.7-17.5 g/dl) was generated by the analyzer. The sample was judged positive alerting the operator of a sample abnormality requiring further verification. The low hgb result was reported out of the laboratory prior to verification of accurate results. Subsequently the patient was transfused with two units of packed red blood cells. On (B)(6) 2017, another sample was collected from the patient and analyzed; a hgb result of 16.0 g/dl was obtained. On (B)(6) 2017, as part of the laboratory's internal investigation, the user discovered that the original sample contained a large clot. It is unknown whether the transfusion of the two units of packed cells had a negative impact on the patient's condition.